Event description:
It was reported that a thrombus occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was successful without complications. During the one year post procedure follow up, transesophageal echogram (tee) was performed and a thrombus was noted on the device. The patient was instructed to restart eliquis and will be reexamined in 45 days. No further information is known at this time. It was further reported that the thrombus was seen on the face of the closure device. On the 45-day follow-up echo, a 0.3cm leak was noted. A complete seal was dictated at time of the procedure.

Event description:
It was reported that a thrombus occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was successful without complications. During the one year post procedure follow up, transesophageal echogram (tee) was performed and a thrombus was noted on the device. The patient was instructed to restart eliquis and will be reexamined in 45 days. No further information is known at this time.